Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for mixed product was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of mixed product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode mixed product. Bd was not able to identify a root cause from the manufacturing process as a contributor to the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using bd vacutainer® serum blood collection tubes, one (1) tube with a different cap color was mixed in with the rest of the shelf pack. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® serum blood collection tubes, one (1) tube with a different cap color was mixed in with the rest of the shelf pack. There were no health consequences or impacts reported.